Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 419488 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing impedance. It was noted that the rv impedance and thresholds had risen over time. Troubleshooting was performed but the issue could not be resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.